Event description:
It was reported that the insulin pump alarmed no delivery repeatedly, especially during the bolus process. The customer stated that the blood glucose readings were high due to use of steroids, although she did not know the exact blood glucose reading. She declined troubleshooting assistance and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.